Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Damages to the case, display window, reservoir tube, battery tube threads, reservoir tube lip, belt clip slot and a missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump malfunctioned. Insulin was squirting out. The blood glucose reading is 165 mg/dl. The drive support cap is protruded. Nothing further reported.